Event description:
Caller reported a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and decided to replace the pump. The customer will continue using the current pump until they receive the replacement, which will have updated software. Training will be available in the customer's source account, and the customer understood the instructions for returning the problematic pump.